Manufacturer narrative:
A sample was received for evaluation. A small burn mark/hole was observed about 16 inches from the slush plate. No lot number was provided to perform a device history record review. Based on the sample evaluation this does not appear to be the result of a personnel, process, or material issue. Melts, though uncommon, can occur when the warmer is not draped properly, not turned off by using the power button, and/or there is insufficient fluid in the warmer basin, contrary to the operations manual, product labeling, product insert and in-service presentations. Because this appears to be related to misuse by the customer, no actions are being taken at this time.

Event description:
Company rep reported that (B)(6) is stating that they found about an inch of saline in the bottom of the warmer after a surgical case. The hospital received the drape through a cardinal kit. No patient injury or treatment was reported for the incident.